Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/03/2017 device evaluation: the device has been returned and evaluated by product analysis on 12/07/2016 with the following findings: during investigation, a visual inspection of the pump revealed no damage to the keypad; all of the keypad buttons responded appropriately during testing. The keypad cover was removed and no evidence of contamination was found under the button contacts or keypad flex cable. The complaint of a keypad response issue was not duplicated. Unrelated to the complaint, investigation revealed visible moisture corrosion in the battery compartment and the battery compartment was cracked. A leak test revealed a leak at the battery compartment crack. The pump was opened and moisture corrosion was found on pcb and battery housing.